Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a squeaking hip. Update rec'd (2/7/2014) - litigation papers received. In addition to what was previously reported, litigation alleges pain, loosening and metallosis. The complaint was updated on: 03/05/2014. Update 2/10/2017 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metal debris, squeaking, elevated metal ions (with labs), no metallosis, no pain, and slight anteversion of the cup (wasn't revised and no degrees provided). There was no mention of loosening. The stem is being added to the complaint. The complaint was updated on:3/2/2017.